Event description:
Baxter investigation personnel reported an infusor in which there was a leak from the volume indicator and port. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the housing. The condition of a leak was found by baxter personnel. Visual examination of the unit determined that the root cause of the leak was due to an improper weld at the volume indicator and port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue is being investigated through CAPA.